Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood leak during treatment. There has been no blood loss for the patient, no medical interention.